Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 8 was installed on (B)(6) 2011. High battery impedance leading to eri. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device had reached end of service (eos) fast. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.